Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for 4 patients. The samples were repeated on another instrument and the results were lower. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 169 mmol/l. Repeat results ((B)(6)) = 138 mmol/l, 138 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 160 mmol/l. Repeat results ((B)(6)) = 134 mmol/l, 134 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 160 mmol/l. Repeat result (ac04276) = 145 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 160 mmol/l. Repeat result (ac04276) = 141 mmol/l. Customer's normal range for sodium: 133 to 146 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer replaced the alinity ci bulk solution level sensor to resolve the issue. There were no additional discrepant results reported after the part was replaced. The alinity ci bulk solution level sensor was determined to be the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity c system, likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the alinity ci bulk solution level sensor were identified.

Event description:
The customer observed falsely elevated sodium results generated on the alinity c processing module for 4 patients. The samples were repeated on another instrument and the results were lower. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 169 mmol/l. Repeat results ((B)(6)) = 138 mmol/l, 138 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 160 mmol/l. Repeat results ((B)(6)) = 134 mmol/l, 134 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 160 mmol/l. Repeat result ((B)(6)) = 145 mmol/l. (B)(6) 2024 sid (B)(6) initial result = 160 mmol/l. Repeat result ((B)(6)) = 141 mmol/l. Customer's normal range for sodium: 133 to 146 mmol/l. There was no impact to patient management reported.